Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s recharging taking a long time to charge past the first 25% was not determined. They stated that the patient was able to charge the device fully. The rep added that the patient¿s device is now functioning. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep called to report she met with the patient today. The rep called in when they were not with the patient. The rep did an antenna locate (al) and after the al she got power on reset (por). The rep sent the patient home to charge, but the patient reported she has been charging for two hours with 8 coupling bars and does not have 25% charged yet. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that they are getting the poor communication screen on their programmer. The patient was also unable to communicate with the implantable neurostimulator (ins) using their recharger. They stated that they last felt stimulation over a week ago prior to the day of the report. They also noted that they last successfully recharged the ins about a week and a half ago prior to the day of the report. The patient stated that they recently received a replacement antenna, but is still unable to charge their ins. They mentioned that their recharger was ¿locked up¿ and after they tried resetting it, a ¿a1 5.400¿ came up on the screen. The patient stated that they continued to get the reposition antenna screen and was not able to charge the ins, even after repositioning the recharging antenna. They indicated that they met with a manufacturing representative (rep), but the rep instructed them to call patient services. Communication was sent to the field. No further complications were reported or anticipated.